Event description:
It was reported that the flow transducer test failed during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced and returned for investigation. Simulated use test of the received air gas module has reproduced the described customer issue. A defective delta pressure transducer on a printed circuit board inside the air gas module caused the failure. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The received device log files confirm the reported problem july 9, therefore the date of event is determined as 07/09/2020.

Event description:
Manufacturer's ref #: (B)(4).